Manufacturer narrative:
The device was received fully deployed. The device was received in pod state 15 and delivered 55 pulses, indicating the pod successfully completed first and second prime before being deactivated. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported needle mechanism failure. The exact cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the needle did not move forward when the pod was activated and appeared stuck in the adhesive. The pink slide did move forward during activation; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.